Event description:
It was reported that during a percutaneous coronary intervention procedure, there was difficulty crossing the lesion and stent damage occurred. The 90% stenosed lesion was located in the moderately tortuous, calcified right coronary artery. The 3.50x32mm taxus liberte paclitaxel-eluting coronary stent system was unable to cross the lesion. When the physician took the device out, it was confirmed that the proximal edge was lifted up. The procedure was completed with another of the same device. The pt's condition is reported as "no problem."